Event description:
It was reported that the leads migrated. The patient was experiencing weakness and tingling in the leg. His feet were also sore and has tingling. The patient underwent lead replacement procedure. Patient is stable postoperatively. No product to return due to facility policy. Patient was taking gabapentin 1200mg three times a day and duloxetine.